Event description:
It was reported that the system would not start up, (no boot). There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.